Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed.

Event description:
On february 13, 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her ultra 2 meter read inaccurately high in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The patient reported that she had not used the subject meter for ¿a couple of years¿, and could not remember when the meter issue started, but stated it was ¿approximately 2 years ago¿. She alleged that she received a ¿message on meter that says high¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that at the time of the issue she managed her diabetes using insulin, and she made no changes to her usual diabetes management in response to the alleged inaccuracy. The patient alleged that 2 weeks before she became aware of the meter issue, and at the time of the ¿high¿ reading, she developed symptoms of ¿dizziness and fell down¿. She reported that in response to the symptoms she ¿sat down and drank some peppermint¿. There is no evidence of any medical treatment. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.